Event description:
A 71-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient´s spouse informed novocure that the patient fell out of bed while attempting to silence an alarm on the optune gio device during the night. As a result, he struck his head on the bedside table, sustaining a skin laceration on the scalp described as a wound. The patient was subsequently taken to the emergency room (ER) for evaluation and unspecified treatment of the laceration. Following the event, optune gio therapy was temporarily discontinued. On (B)(6) 2024, the spouse communicated to novocure that the patient resumed optune gio therapy on (B)(6) 2024. The prescribing physician was contacted for further information without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the fall and array placement to the skin laceration cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).